Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. Only half of the lens was found in the lens case. Viscoelastic is dried on the lens. The lens was cleaned with lphse. The lens has been cut across the center typical of a removal. Scratches are observed across the center portion. Cracks are also observed. The damage observed has the appearance of damage caused by an instrument used to grasp the lens. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated product were indicated. The reported damage was observed. The damage observed has the appearance of damage caused by an instrument used to grasp the lens. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met alcon¿s release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the surgeon noticed a defect in the center of the lens. The lens was removed. Additional information has been requested and received stating the surgery was completed after implanting a new lens. There was no patient impact.